Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, the user interface module (uim) touch screen does not respond and is frozen. The customer stated there was no patient involvement associated with this event.